Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that his insulin pump fell into a swimming pool. The insulin pump was exposed to fluid causing fluid to go under lcd display. Customers blood glucose level was 122 mg/dl. No additional information provided.